Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fraction of inspired oxygen (fio2) value did not follow to set-p. The value was slow when controlled by central control monitor (ccm). Between an actual value and set points, 5% of differences occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.